Event description:
Information received indicates that fluid ingress into the right side rail switch assembly, causing the head section to move down unintentionally.

Manufacturer narrative:
The technician replaced the side rail switches to repair the bed.